Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the device jaws would not longer open. Tissue around the jaws was resected to remove the device. Another device was used to complete the procedure without incident. There was no pt injury.